Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the device onsite and observed chatter of dlco (diffusing capacity for carbon monoxide) proportional valves during inspiration. The fsr ran the dlco offset adjustment of the e-valve and performed the offset adjustment on the o2 e-valve for the frc (functional residual capacity) test. The dlco inspiration was improved but was still getting a less pronounced pop with the initial valve opening. The sensation is like a build of negative pressure during inspiration and the valve will pop open. The edemand valve assembly was replaced and the issue was resolved. The root cause of the investigation was handled in a CAPA. It concluded that the fluttering is not a clinical or patient safety issue rather a nuisance from a user perspective, but not one that significantly impacts the measurement. The new firmware will be release with the next maintenance package 8 for ses 3.20 as a performance enhancement that does not mitigate risk as no new risk was identified. Therefore, the complaint could be confirmed, however a final root cause could not be determined.

Event description:
This is a supplemental report to the already existing initial report with MFR report#: 9615102-2022-00130. Due to a software change it is not possible to refer to the old complaint, so this is incorrectly marked as an initial report. It was reported to vyaire medical that the patient was having difficulty taking a breath in during dlco, it was almost like a stuttering or there was a "pop off" happening. Module was replaced back in february. The user stated that the patient seem to have a more difficult time breathing and taking the breath in on this unit vs the body box.